Event description:
Info received indicates the mattress zipper is broken and the ticking compromised, allowing fluid into the mattress and contaminating the foot, head and percussion vibration cushions.

Manufacturer narrative:
The tech replaced the mattress cushions and used a mattress revitalization kit to repair the bed.